Manufacturer narrative:
This is a definitive report. This case is received by seikagaku corporation on december 28, 2020 from the FDA as mw5098277 dated december 21, 2020. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot# 0020g20g. Follow-up by our us partner revealed the patient's identifier, medical background and latest condition.

Event description:
On (B)(6) 2020 a (B)(6) year-old female patient received gel-one injection into her left knee. (B)(6) 2020 - she reports that she developed itchy skin approximately 3-4 days after the injection, and then developed hives and a red, bumpy rash all over her body except her face. On (B)(6) 2020 she has been on numerous rounds of steroids, antihistamines, creams, etc. And has not had any relief of symptoms. She has stopped other medications that she had been on and her other physicians have ruled out any medication reactions. On (B)(6) 2021 she is still having painful hives/rash all over her body.